Event description:
Vena cava filter was implanted via right femoral vein. The filter did not completely open upon release from introducer sheath. The filter migrated to the right atrium where it was removed via a snare. No pt injury reported.